Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump and occlusion alarms occurred. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.